Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss. There are plans to reimplant the patient with another device, but it is unknown if this has occurred as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct catalog number is 90434; not 92133 as previously reported. This report is filed (B)(4) 2013.

Manufacturer narrative:
Per the patient's surgeon, the patient was reimplanted with a new device (B)(6), 2012.this report is filed (B)(4), 2013.